Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that the system did not work properly. Fse thought it happened due to a failure of the hard disk, but after replacing the hard disk the issue not resolved. As a troubleshooting action fse found that host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse replaced the host pc, installed software, restored various settings, and rebuilt the image area. After replacing the host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not work properly.  The device was outside clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.